Event description:
After placement of the filter without complication into the pt. The pt began to bleed profusely from the access site. The patient's lab values continued to become critically low without explanation. The physician was finally able to resolve the bleeding. The pt had been on several medications, but had not recieved heparin. Further discussion suggested this incident may have just been a coincidence that occurred during the filter procedure.